Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. Also, there was some undersensing due to the low intrinsic amplitudes. Technical services reviewed and discussed some testing and programming options. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. Also, there was some undersensing due to the low intrinsic amplitudes. Technical services reviewed and discussed some testing and programming options. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.